Event description:
This complaint is being reported as a malfunction due to the time issue. Reportedly, the patient travels to and from two different time zones, california and missouri and is unable to adjust the time back and forth. There was no evidence of product misuse. The pump is being returned for investigation. The issue was not resolved with troubleshooting. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box showed multiple attempts to change the date to (B)(4) 2012 without the time changing. During investigation, the date was set to (B)(4) 2012 and reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue.